Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the chemotherapy was set up to infuse via pump. However, it reportedly did not infuse anything but was on the patient for an hour and a half. There was patient involvement but no harm. Bd received additional information. It was reported that the event occurred on (B)(6) 2024 at 11:30am. It involved an infusion of "fam-trastuzumab deruxtecan" 100ml bag (concentration: 3mg/ml), the ordered rate was 76.7ml/hr., volume to be infused (vtbi) 115ml. The infusion was reportedly programmed via interoperability. Tubing set and disposable products used were as follows: bd alaris pump infusion set ref (B)(4), bd phaseal optima infusion adapter ref (B)(4), and bd smartsite extension set ref (B)(4).

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device eval by manufacturer? Annex a: a25. Annex g: g07001. Annex b: b01, b14. Annex c: c14. Annex d: d19. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an under infusion was not confirmed through log review or reproduced during laboratory testing. Laboratory testing showed the pump module was delivering fluids within specification. The customer provided an event date of 11 september 2024, the time was reported as 11:30am. Review of the pcu error and event logs showed no errors were recorded on the reported event date. The original pcu (sn/ (B)(6)) where the infusion mentioned by the customer was programmed and started was not delivered for the logs investigation. Review of the lvp (pump module) event log showed, on 11sep2024 at 11:30 am, the pump module was infusing a programmed guardrail infusion of drug (drugid= 24) at a rate of 76.667 ml/hr (vtbi= 115 ml). The user stopped the infusion seven (7) minutes before finishing the original programmed dose to change the vtbi. From 11:24 am to 11:34 am the logs showed several times the infusion occluded patient side and flo-stop/open error. At 1:03 pm changed to pcu device delivered (s/n (B)(6)). Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. Bd recommends following the instructions tip sheet set loading and unloading guide for the bd alaris pump module to avoid additional wear and tear on the devices. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: devices were disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported under-infusion failure of fam-trastuzumab deruxtecan was not able to be identified during the investigation, the returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Event description:
It was reported that the chemotherapy was set up to infuse via pump. However, it reportedly did not infuse anything but was on the patient for an hour and a half. There was patient involvement but no harm. Bd received additional information. It was reported that the event occurred on 11 september 2024 at 11:30am. It involved an infusion of "fam-trastuzumab deruxtecan" 100ml bag (concentration: 3mg/ml), the ordered rate was 76.7ml/hr., volume to be infused (vtbi) 115ml. The infusion was reportedly programmed via interoperability. Tubing set and disposable products used were as follows: bd alaris pump infusion set ref 2260-0500, bd phaseal optima infusion adapter ref 515078, and bd smartsite extension set ref 20027e.